Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that the patient was not able to transmit any data from this insertable cardiac monitor (icm) since (B)(6) 2010. During interrogation there was no on-screen live electrocardiogram from the icm. Accordng to the reporter, the device remains in use as diagnostic evaluation is still being performed by the device although they are not sure if it is actually working correctly. No patient complications have been reported as a result of this event.